Event description:
It was reported that following the placement of a shunt in the right arm, the patients heart rate dropped and the device exhibited loss of capture on the right ventricular channel. The device was programmed to max output and capture resumed. Due to an abnormal blood ph, the patient underwent dialysis. During the dialysis the patient received inappropriate high voltage therapy due to oversensing on the right ventricular channel. The pocket was opened and the rv set screw was found to be loose. The rv lead was explanted and replaced and the device remains implanted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).